Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the programmer serial number was (B)(4). The software number was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that patient was in emergency room (ER) with alarming pump. Patient heard alarm for 3 weeks. Patient was last seen at vanderbilt for a pump refill on (B)(6) 2018 but did not have a set managing hcp. The hcp had print report sent to her from that day from vanderbilt showing pump was filled with 2000 mcg/ml but it was reviewed that since the report was only a print report not a session report and there were no events in the logs from that day showing an update to the pump. It appeared the pump was filled and programmed but never updated since when she interrogated the pump today, it showed empty and at the previous concentration that had been in the pump at 2335 mcg/ml- dose per day 367.7 mcg/day. Patient was actually getting 314.9 mcg/day. Patient was a poor historian so it was hard to say if they had any symptoms. Patient was tased by police with a taser recently and she was wondering if that would have anything to do with this event. The hcp called back in- the resolution was to aspirate from the pump reservoir the remaining 2000 mcg/ml drug that had been put in on (B)(6). She then filled with a full 20 ml of 2000 mcg/ml. She updated the pump with 2000 mcg/ml at dose per day of 314.9. She ended programming the bolus with "oddd" at 367.7 mcg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018, the patient reported that her pump was beeping once every hour for the past 2-3 days. She did not have a pump managing physician as her prior physician had retired so she was calling for physician listings. She had come from the hospital and the hospital didn¿t know anything about the pump. She had her pump refilled last week, but that office would not see her any longer. She also reported that she was pulled over last week, got tasered, and got a dui (driving under the influence). Both pump alarms were played for the patient and she said the alarms did not sound the same as what she was hearing. No patient symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a patient. It was reported that the pump was empty and she did not know what was going on and was confused. She was not feeling like herself. Patient got medication every hour. She broke her neck and had metal in her neck. Patient confirmed this was prior to the pump. No further complications were reported.